Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not deliver insulin on the auto mode and also had hardware low level failure alarm at the time of self test. Customer stated insulin pump had high blood glucose level. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was performed self test and insulin pump had delivery stopped, battery failed and hardware low level failure alarm was occurred. Customer was performed displacement test and no reservoir was detected. The insulin pump will not be returned for analysis.